Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact and the delivery wire was kinked likely due to handling. Procedural fluid was noted in the introducer sheath, the main coil was stretched and broken. The main coil suture was damaged (physical break). Functional testing could not be performed due to the condition of the returned device. Information available indicated that no anomalies were noted to the device prior to use and there is no indication of a use error. The anatomy was noted to be tortuous which may have contributed to the reported event. It is probable that the device was damaged during the clinical procedure causing the as reported issue and observed damage. Therefore an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device found that the coil was broken. There was no clinical consequences to the patient reported due to the event.